Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, d4, g2.

Event description:
Patient reported right side ¿rupture per mammogram¿. Healthcare professional later reported "intercapsular rupture" confirmed via MRI. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, d6b, h6.

Event description:
Patient reported ¿rupture per mammogram¿. Health professional later reported "inter-capsular rupture" confirmed via MRI. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of rupture was received on jun 13, 2025, with lot number 1633018. Based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear) opening, missing assessed as inconclusive and one opening assessed as fold flaw opening. As per the investigation procedure, crease and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported ¿rupture per mammogram¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿rupture per mammogram¿.